Event description:
Customer alleges discrepant results with meter. Date: (B)(6) 2011, inratio: 1.1, retest inratio: 3.0. Results done within 5 minutes of each other. Pt's target therapeutic range is 2.0-3.0.

Manufacturer narrative:
Investigation pending.